Event description:
It was reported that a separate pediatric patient receiving blinatumomab was brought in for pump disconnection. The total volume was 390 ml, including 30 ml of overfill. The pump displayed 31 ml remaining, which was appropriate; however, upon inspection and withdrawal, 128 ml remained in the line. The team met again with infusystem to review the incident, actions taken, and potential root causes. Infusystem collected the pump for failure analysis, which may take approximately one month, and suggested that the ¿flow stop¿ mechanism could be at fault. This spring-loaded mechanism ensures adequate flow. It was noted that similar lines were subject to a nationwide recall in 2020¿2021. Infusystem recommended priming lines with filters and flow-stop mechanisms using the pump rather than a syringe. This approach could prevent filter shearing, which can cause leakage, and help identify line issues early. The discussion also addressed logistical challenges of pump priming, such as introducing unsterile devices into compounding areas and potential leakage of hazardous drugs. Other possible causes, including sensor malfunctions and line kinks, were considered unlikely by infusystem. The date of this report was on 24-nov-2025. The associated cadd legacy pump complaint registered under (B)(4).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.